Manufacturer narrative:
G4: 14feb2020 b4: (B)(6)2020. The part was returned to the manufacturer for failure investigation (fi). It was determined that the defective u1 on the air flow sensor printed circuit board assembly (pcba) created the air flow accuracy and oxygen accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/25/2019.

Event description:
The customer reported a ventilator with intermittent issues entering standby mode. There was no patient involvement / harm.

Manufacturer narrative:
G4: (B)(6) 2020. B4: (B)(6) 2020. The manufacturer's international service technician evaluated the device and confirmed the reported problem. They also confirmed the top cover was broken. The service technician replaced the flow sensor and the reported problem was resolved. The top cover was also replaced. The ventilator was calibrated successfully and passed all required testing. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.